Manufacturer narrative:
(B)(4)

Event description:
Procedure type: cholecystectomy. Patient gender: unknown. According to the reporter: the reporter informed that during the laparoscopic cholecystectomy when the tweezers allis (it is not a product from covidien) was inserted in the trocar it presented a perforation in diaphragm (self-adjusting seal) where was leaking carbon gas undoing the abdominal insufflation and making impossible to perform the procedure. No patient injury was reported. No additional information available at this time.